Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately twelve (12) years, seven (7) months. The reason for re-operation was due to aortic stenosis, secondary to degeneration. A 26mm transcatheter valve was implanted and there were no complications. The patient was noted as being well, post-operatively.